Manufacturer narrative:
D10: (B)(6) 02-020-13-0260 - truliant cr cem fem cr cem left sz 6. (B)(6) 02-022-45-6050 - truliant tib fit tray cem sz 6f / 5t. (B)(6) 02-022-51-6009 - truliant tib imp crc insert sz 6, 9mm. (B)(6) 200-07-35 - advanced patella 35mm 3 peg implant. (B)(6) 201-78-25 - small headed sharp pin, 1 1/8" 4 pac. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported the patient underwent an initial left knee arthroplasty. Subsequently, approximately one (1) month later, the patient reported feeling a "pop" while standing unilaterally on operative leg, followed by immediate pain in the thigh with weakness. The patient continued to experience weakness of the quadriceps and instability while weight bearing on the operative extremity; as a result, the patient underwent an arthrotomy repair. No further patient impact was reported. No additional information is available